Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the swg/catheter resistance - kinked.

Event description:
It was reported that the swg was found difficult to remove from the patient. As a result, the swg could be removed together with the inserted catheter and no patient injury occurred.

Event description:
It was reported that the swg was found difficult to remove from the patient. As a result, the swg could be removed together with the inserted catheter and no patient injury occurred.

Manufacturer narrative:
(B)(4). The customer returned the catheter, spring-wire guide, and a photocopy of the lidstock of a cs-04301-ej kit for evaluation. The spring-wire guide was returned inside the catheter. Once removed, it was identified that the spring-wire guide was kinked near the middle of the body and the distal end was curved. No issues were identified with the catheter. The catheter body, and the length and outer diameter of the spring-wire guide were measured and all were found to be within specification. The kink was located 240 mm from the proximal end. The bend begins 500 mm from the proximal end. The returned spring-wire guide was able to pass through the returned catheter without issue. A manual tug test was performed to confirm both welds were intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged in this kit states that if resistance if is encountered when attempting to remove the spring-wire guide after catheter placement the spring-wire guide may be kinked about the tip of the catheter within the vessel. In this circumstance, pulling back on the spring-wire guide may result in undue force find applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered remove the spring-wire guide and catheter simultaneously. The customer reported issue for the spring-wire guide becoming kinked due to interaction with the catheter was confirmed during the complaint investigation. Visual inspection was performed and a kink was identified in the middle of the spring-wire guide and the distal end was curved. No issues were identified with the returned catheter. Dimensional and functional inspections were performed and no issues were identified. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided it was determined that operational context caused or contributed to this issue.